Manufacturer narrative:
The exact date of the event is unknown. The provided event date, on (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/21/2022. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. A retrospective review was performed by the health care facility which concluded that rectal wall infiltration (rwi) occurred. The rwi was considered low risk, and the radiation treatment for the patient was continued as planned. At this time, boston scientific has been unable to obtain additional details despite good faith efforts.